Event description:
It was reported there was intermittent stimulation and a loss of stimulation/therapeutic effect. When the patient moved in different positions they experienced loss of stimulation and intermittent stimulation. Three impedance checks were performed each with an average of 8 electrodes out of range. The ¿faulty¿ electrodes varied with each test but primarily involved lead 8-15. Lead 0-7 had two electrodes out of range. The tests were performed at various amplitudes. Reprogramming was performed using the least effected electrodes and the patient was able to receive stimulation in all primary areas of pain. The physician planned to do further diagnostic tests, c-ray and also planned on performing a lead replacement. Impedance testing and reprogramming was done. It was noted the patient fell in (B)(6). Patient symptoms included less than 50% therapy relief in the patient¿s low back. Additional information noted a full system replacement was scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was receiving effective therapy since the device replacement. It was noted that no cause was determined.

Event description:
Additional information received reported that the ins and leads were explanted (B)(6) 2013 and replaced with product by the same manufacturer. It was stated that the event leading to explant was pain at the lead site and loss of therapy in area. It was reported that battery depletion was normal. It was reported that the patient had uncomfortable stimulation at random times and shocking/jolting. It was stated that the patient wasn¿t getting ¿smooth¿ therapy, but was getting ¿electric intermittent random jolts¿. It was noted that the patient was not a participant in a clinical study. It was stated that the devices could be disassembled for analysis and an analysis report was requested. It was noted that the device had been used in the patient for treatment and there had been no patient death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754m, serial# (B)(4); product type recharger product ID 37746m serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found there was a broken conductor at the injex anchor site. It was noted that conductors 0, 1, 2, 4, 5, 6 and 7 were broken 21.1cm from the distal end. Analysis of the lead ((B)(4)) found there was a broken conductor at the injex anchor site. It was noted that conductors 8, 9, 10, 11, 13, 14 and 15 were broken 25.3 cm from the distal end. Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly and was functionally okay. Analysis of both anchors found no anomaly.